Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The (B)(6) 2011 navilyst medical complaint report was reviewed for the product family of vaxcel pasv ports and the failure mode of "catheter broke/migrated." No adverse trends were identified. The root cause for the hospital's complaint is inconclusive. Without receiving a sample for eval, a definitive root cause cannot be determined. Based on the reported location of the severed catheter and the "clean cut/tear", the most probable root cause for this issue is due to "pinch off syndrome". However, without receiving a sample for eval, we cannot definitively determine a root cause for this complaint. Incoming inspection process controls for the catheter include dimensional inspections, static burst testing and tensile testing. (B)(4).

Event description:
As reported, valved port/catheter had been implanted in pt on (B)(6) 2008. When pt came in to have port removed on (B)(6) 2011, a pre-scan showed a split at the vessel entry site. The proximal 1/3 of the catheter was still connected to the hub of the port, but the distal 2/3 was located in the right internal jugular. The split looked like a clean cut/tear. The physician successfully removed the port and the catheter sections. The pt had complained of headaches and recalled a particular moment, one week prior to the device being removed, when she heard a "pop," in her ear on the right side of her neck. No pt complications resulted from the device removal. The used device was retained by the hosp and is not being returned to navilyst medical.